Event description:
Pt had tortuous anatomy. After deploying the zenith aa main body graft the physician encountered difficulty capturing the top cap. After multiple unsuccessful attempts to dock the top cap, the physician elected to convert the procedure to an open surgical repair. During the open repair the pt had to be given over 3700ccs of blood. The first postoperative day fairly stable and hemodynamically well until late on the second postoperative day. The pt then became hypotensive. Tests revealed that the pt may have had a catastrophic gastrointestinal ischemic event. The pt subsequently expired in 2006.

Manufacturer narrative:
Key anatomic elements that ma yaffect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumfernetial thrombus and/or calcium at the arterial implantaion sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful eval of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. An eval of this event found that it was most likely caused due he pt's anatomy.